Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture. There was no evidence of pause in lv pacing. Technical services discussed reprogramming options. Currently, this lead remains in service. No adverse patient effects were reported.